Event description:
The patient received the surgery on (B)(6) 2012. Pain occurred from (B)(6) 2012. In (B)(6) 2013, the connection of the pressfit stem and the scorpio ts femoral component became loose in the bone. The bone around the connection area was broken. In (B)(6) 2013, the stem is disassembled from the femoral component completely. The revision surgery will be performed on (B)(6) 2013.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a scorpio ts femur without lfit was reported. The event was confirmed. Device evaluation and results: a visual inspection noted damage to the top of the box likely from contact with the stabilizer post. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated, ¿loss of support to the femoral component resulted in cyclic loading to the junction of the fixed stem, which was the likely cause of the thread damage, the unscrewing of the junction, and the impingement of the femoral components on the tibial insert post. Without medical records, patient history, or operative reports, the definite reason for the lack of support to the femoral component cannot be determined. The material analysis report did not find evidence of manufacturing or material defects in the explanted components.¿ device history review: a device history review confirmed all devices that were accepted into finished goods conformed to specifications. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the loss of support to the femoral component resulted in cyclic loading to the junction of the fixed stem, which was the likely cause of the thread damage, the unscrewing of the junction, and the impingement of the femoral component on the tibial insert post. The material analysis report did not find evidence of manufacturing or material defects in the explanted components. The cause of the loosening could not be determined due to a lack of information. Further information such as clinical history, operative reports, implant sheets, office notes and additional x-rays are needed to complete the investigation for determining the root cause.

Event description:
The patient received the surgery on (B)(6) 2012. Pain occurred from (B)(6) 2012. In (B)(6) 2013, the connection of the pressfit stem and the scorpio ts femoral component became loose in the bone. The bone around the connection area was broken. In (B)(6) 2013, the stem is disassembled from the femoral component completely. The revision surgery will be performed on (B)(6) 2013.